Event description:
Info received indicates, the articulating siderail on the right side of the bed is loose and missing one of the e-ring clips that holds the siderail to the mounting bracket.

Manufacturer narrative:
The tech replaced the missing e-ring to repair the bed. Mod 414 is a field corrective action to correct in-process defects that may cause the siderail to malfunction. This failure occurred following the correction of this unit.